Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pelvic pain ("feels stabs on my right side"), muscle twitching ("twitches and aches on left"), skin disorder ("weird skin stuff"), asthenia ("energy issues"), hypothyroidism ("hypothyroid disorder"), fatigue ("fatigue continued"), muscle fatigue ("muscle fatigue"), arthralgia ("joint pain"), feeling abnormal ("brain fog"), fibromyalgia ("fibromyalgia"), neuralgia ("weird nerve pain"), methylenetetrahydrofolate reductase gene mutation ("genetic defect: mthfr (c677t variant, 1 copy)") and condition aggravated ("essure make everything flare!"). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the medical device removal, pelvic pain, muscle twitching, skin disorder, asthenia, hypothyroidism, fatigue, muscle fatigue, arthralgia, feeling abnormal, fibromyalgia, neuralgia and condition aggravated outcome was unknown and the methylenetetrahydrofolate reductase gene mutation had not resolved. The reporter considered arthralgia, asthenia, fatigue, feeling abnormal, fibromyalgia, hypothyroidism, methylenetetrahydrofolate reductase gene mutation, muscle fatigue and neuralgia to be unrelated to essure. The reporter considered condition aggravated, medical device removal, muscle twitching, pelvic pain and skin disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood thyroid stimulating hormone - in 2012: no values reported. Full blood count - on an unknown date: no values reported. Rheumatoid arthritis - on an unknown date: rheumatoid arthritis was ruled out. Systemic lupus erythematosus - on an unknown date: lupus was ruled out. X-ray - on an unknown date: x ray of hands to look for the bone structure changes. Ra and lupus were ruled out. Most recent follow-up information incorporated above includes: on (B)(6) 2020: follow up received from social media. Reporter information was added. Events skin disorder, energy decreased, hypothyroidism, fatigue, muscle fatigue, joint pain, feeling abnormal, fibromyalgia, nerve pain, mthfr gene mutation were added. This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pelvic pain ("feels stabs on my right side"), muscle twitching ("twitches and aches on left"), skin disorder ("weird skin stuff"), asthenia ("energy issues"), hypothyroidism ("hypothyroid disorder"), fatigue ("fatigue continued"), muscle fatigue ("muscle fatigue"), arthralgia ("joint pain"), feeling abnormal ("brain fog"), fibromyalgia ("fibromyalgia"), neuralgia ("weird nerve pain") and methylenetetrahydrofolate reductase gene mutation ("genetic defect: mthfr (c677t variant, 1 copy)"). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the medical device removal, pelvic pain, muscle twitching, skin disorder, asthenia, hypothyroidism, fatigue, muscle fatigue, arthralgia, feeling abnormal, fibromyalgia and neuralgia outcome was unknown and the methylenetetrahydrofolate reductase gene mutation had not resolved. The reporter considered arthralgia, asthenia, fatigue, feeling abnormal, fibromyalgia, hypothyroidism, methylenetetrahydrofolate reductase gene mutation, muscle fatigue and neuralgia to be unrelated to essure. The reporter considered medical device removal, muscle twitching, pelvic pain and skin disorder to be related to essure. The reporter commented: essure make everything flare. Diagnostic results (normal ranges are provided in parenthesis if available): blood thyroid stimulating hormone - in 2012: no values reported. Full blood count - on an unknown date: no values reported. Rheumatoid arthritis - on an unknown date: rheumatoid arthritis was ruled out. Systemic lupus erythematosus - on an unknown date: lupus was ruled out. X-ray - on an unknown date: x ray of hands to look for the bone structure changes. Ra and lupus were ruled out. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: follow up received from social media. Reporter information was added. Events skin disorder, energy decreased, hypothyroidism, fatigue, muscle fatigue, joint pain, feeling abnormal, fibromyalgia, nerve pain, mthfr gene mutation were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: medical device removal. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pelvic pain ("feels stabs on my right side") and muscle twitching ("twitches and aches on left"). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the medical device removal, pelvic pain and muscle twitching outcome was unknown. The reporter considered medical device removal, muscle twitching and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New event added: feels stabs on my right side, twitches and aches on left. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('feels stabs on my right side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), muscle twitching ("twitches and aches on left"), skin disorder ("weird skin stuff"), asthenia ("energy issues"), hypothyroidism ("hypothyroid disorder"), fatigue ("fatigue continued"), muscle fatigue ("muscle fatigue"), arthralgia ("joint pain"), feeling abnormal ("brain fog"), fibromyalgia ("fibromyalgia"), neuralgia ("weird nerve pain"), methylenetetrahydrofolate reductase gene mutation ("genetic defect: mthfr (c677t variant, 1 copy)") and alopecia ("hair loss"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, muscle twitching, skin disorder, asthenia, hypothyroidism, fatigue, muscle fatigue, arthralgia, feeling abnormal, fibromyalgia, neuralgia and alopecia outcome was unknown and the methylenetetrahydrofolate reductase gene mutation had not resolved. The reporter considered alopecia, arthralgia, asthenia, fatigue, feeling abnormal, fibromyalgia, hypothyroidism, methylenetetrahydrofolate reductase gene mutation, muscle fatigue, muscle twitching, neuralgia, pelvic pain and skin disorder to be related to essure. The reporter commented: essure make everything flare. Diagnostic results (normal ranges are provided in parenthesis if available): blood thyroid stimulating hormone - in 2012: no values reported. Full blood count - on an unknown date: no values reported. Rheumatoid arthritis - on an unknown date: rheumatoid arthritis was ruled out. Systemic lupus erythematosus - on an unknown date: lupus was ruled out. X-ray - on an unknown date: x ray of hands to look for the bone structure changes. Ra and lupus were ruled out. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New reporter added. Device tab updated. New event ¿hair loss¿ added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 20-jan-2020: addition of imdrf code-quality safety evaluation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.